Event description:
It was reported that the patient had an infection at the implant site. The implant was removed and relocated to the other side of her body. The patient reported that a 'tiny' piece of wire was left in her body.

Manufacturer narrative:
Lead model 3093-28, serial # (B)(4), implanted: (B)(6) 2010, explanted: unknown; programmer model 3037, serial # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported that the device was explanted and a tiny piece of the wire was left in her body.